Event description:
It was reported that there was high impedance and a lead fracture. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted: (B)(6) 2011; 419688 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo; full lead returned and analyzed.